Event description:
It was reported that versacross access solution was selected for atrial flutter (af) paroxysmal redo. During the procedure, it was mentioned that when attempt was made to cross the septum, it was noted that the versacross rf wire was as 'floppier' than usual and it was not possible to cross despite three attempts made. Thus, the rf wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.